Event description:
Laboratory performed psa testing on the dimension rxl. Two results of 5.0 ng/ml were obtained. Sample was tested with an alternate analyzer and produced a result of 0.2 ng/ml. Dade behring received sample and on 12/6/00 confirmed a lower result, 0.45 ng/ml with an alternate reagent formulated to reduce non-specific binding. Concluded that patient sample contained heterophilic antibody that caused non-specific binding and elevated the result. There were no adverse patient consequences.